Manufacturer narrative:
The fenestrated bipolar forceps instrument is not available to be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. No image or procedure video was provided for review. The instrument's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. At this time it is unknown what caused the breakage to occur. The fragment was retrieved during the same procedure. However, the patient's skin at the port site was damaged during instrument removal and sutures were required.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer was unable to remove the fenestrated bipolar forceps instrument. The clinical sales representative (csr), reported that the fenestrated bipolar forceps instrument's tip had broken and was bent at an angle when they were unable to remove it from the trocar. They were unable to remove the trocar with the instrument installed from the patient. The technical support engineer (tse) stated that it was possible to remove the instrument from the sterile adapter and then try to manually move the jaw to a point where they could remove it through the trocar. The site continued the procedure with no reported complications. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the csr was present for the case. When the shaft of the instrument broke, there was debris that fell off into the patient. The fragments were very small and the staff used irrigation to remove them. The csr believed that not all pieces were removed because there were many and they were very small. The staff removed the trocar from the patient to remove the instrument. The trocar ripped the patient skin at the port site on the way out. The staff sutured the skin where it ripped. X-rays were not performed. The csr confirmed with the surgeon that the patient did not return with any post-surgical complications. Isi followed up with the nurse manager of robotics and obtained the following additional information: the instrument was not seated correctly, which cause an issue with removal. The instrument broke. The procedure was completed as planned without any injury or harm to the patient. The customer disposed of the defective instrument. It is not available for return.